Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.016722 ¿ the dentist reported that almost 5 months after the dental implant was installed in intraoral region 6#, its non-osseointegration was observed. Moreover, 35n.cm of primary stability was achieved and the patient presented bone type iii.